Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that a low shock impedance measurement less than 20 ohms was observed on this device system. Technical services discussed testing recommendations. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported with this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Additional information was received that this device was returned to allow for reliability analysis.

Event description:
--